Manufacturer narrative:
(B)(4). The device history review could not be conducted because the correct lot number is unknown. However, there is some potential lot numbers provided as follows: 73j1400220, 73j1400324, 73m1400155, 73l1400294, 73m1400262, 73a1500062, 73a1500164, 73b1500409, and 73f1500230. All of the potential lot numbers were reviewed and the investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip fell from the applier during the procedure. It did not drop in the patient's body. Afterwards the user checked and found that the boss of the dropped clip was broken, and its broken piece was found in the cartridge. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned three clips (hemolok ml clips 6/cart 84/box) for evaluation along with two clips still in the cartridge. The clips were visually examined with and without magnification. Visual examination of the returned clips revealed that one clip is missing a boss that appeared to have broken off. Microscopic examination of the point of separation revealed that the material appears uneven and crystalline indicating that the piece was broken and not mismolded. The same clip appears used as biological material can be seen on the clip surface. The second returned clip was received closed and appears unused. No defects or anomalies were observed. The closed clip is intact and appears typical. The third clip has stress marks on the hook and appears used as biological material can be seen on the clip surface. No other defects or anomalies were observed. (B)(4). A functional inspection was performed using the two clips that were returned in the cartridge and the open clip that was not broken along with a lab inventory compatible clip applier, 544170r. The clips were manually loaded into the jaws of the applier and the applier handles were squeezed. Other remarks: together onto overstressed surgical tubing. All three tested clips were able to securely close. (B)(4). The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting , breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as the potential cause of a broken clip could not be determined. The returned clip exhibited no signs of mismolding and it is unknown what appliers were used and in what condition the appliers were in. The reported complaint of a broken clip was confirmed based upon the sample received. Microscopic examination revealed that the clip has a missing boss that appears to be broken. The missing piece was not returned. Microscopic examination at the boss end showed no evidence to indicate mismolding. It is unknown what appliers were used or the condition in which the appliers used were in. Therefore, the potential cause of this complaint issue could not be determined. No further action will be taken.

Event description:
Alleged event: the clip fell from the applier during the procedure. It did not drop in the patient's body. Afterwards the user checked and found that the boss of the dropped clip was broken, and its broken piece was found in the cartridge. The patient's condition was reported as fine.